Manufacturer narrative:
Date sent: 02/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the fired clips were partially closed and so it was impossible to close the vessels. A new device was thus used to carry out the case. No adverse pt consequences.